Event description:
Alleged the scale is reading negative weight. He said a pt was not on bed and no injuries occurred. Bed is in ICU.

Manufacturer narrative:
The facility has not completed repairs to the bed.